Manufacturer narrative:
(B)(4). Evaluation summary: subsequent to the initial medwatch report, the customer returned the device for analysis. The reported failure of the needles to deploy and difficulty encountered removing the device could not be confirmed as the condition of the device is consisted with a successfully deployed device. In addition, there was no damage detected that could confirm the reported experience. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Estimated date of event - although the date of occurrence was requested, it has not yet been provided. The customer reported the product experience on (B)(6) 2014; therefore, this will be the estimated date of occurrence.

Event description:
It was reported that after an unspecified procedure, arteriotomy closure of an unspecified vessel was attempted using a prostar xl device. Reportedly, although the device was easily advanced into the vessel, the needles were unable to be advanced (to the top of the barrel of the device). During an attempt to withdraw (back-down) the needles into the prostar xl device, the needles could only be partially withdrawn back (back-down) into the device. The device was surgically removed. Although hemostasis was subsequently achieved, the method used was not specified. It was not specified if the operator was trained in the use of the prostar xl device. No additional information was provided.